Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 15, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The lens was received with particles on it. The lens was cleaned and no issues were identified. The complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. As per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had to choose a different intraocular lens (iol) as vitrectomy was required for the patient's right eye. It was stated that event occurred after insertion. It was learned that the capsular bag broke because of a dense lens. The account indicated that there was no product quality issue and patient is doing well. The procedure was successfully completed using a za9003, 19.0 diopter as a replacement lens. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.